Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing aspiration problems during the phacoemulsification stage in a combined cataract/vitrectomy procedure. The issue was intermittent so they were able to complete the case. There was no harm to the patient. Additional information has been requested.